Manufacturer narrative:
(B)(4). The stent remains in the patient. The lot number was provided. A follow up report will be submitted with all relevant information.

Event description:
Device issue: none. Adverse event: expressive aphasia. Time of adverse event: after the procedure. It was reported that on (B)(6) 2010, after the rx acculink was implanted in the right internal carotid artery, the patient experienced hypotension and expressive aphasia. The patient was treated with vasopressors until (B)(4) 2010 when the hypotension resolved. Although the patient was not diagnosed with a stroke, the patient continued to have mild expressive aphasia upon discharge on (B)(6) 2010, requiring outpatient speech therapy. Though requested, there was no additional information provided.